Event description:
A coaccess electrode was being used for therapeutic ablation of the liver. When the ablation was performed with the metal attachment, the insulation was peeled off at five centimeters. Another unit was used instead.